Event description:
The problem I am reporting is related to the mercury silver -amalgam- fillings in my mouth. I had many amalgams placed in my teeth about 13 or more. I was never told that these fillings had mercury in them. Over the years since I had the mercury placed into my mouth, I have had health problems. I have been diagnosed as hypothyroid. I am gluten intolerant. I have had hormonal/reproductive problems. I have had memory problems. I have had sleep problems. I have been fatigued. The list goes on and on. How do I know that this was caused by mercury? After my fillings were replaced by a holistic dentist my hot flashes just suddenly stopped that day. I have not had one since. I had to get up 2 to 4 times a night to go to the bathroom. That had suddenly stopped since my amalgam removal. My period which had slowed down to 1 in a year suddenly has resumed to its normal cycle. My cold intolerance -low body temperature- has resumed to normal. I have been cold most of my life. My memory is improving. I can sleep through the night. All of this since my amalgams have been removed. It is not a coincidence. I am putting in this formal complaint of the serious damage I have experienced by having amalgam put into my mouth. I hope that the FDA listens to this complaint and is not going to be influenced by outside agencies -ada, amalgam manufactures, etc... . Dates of use: approx 40 yrs. Diagnosis or reason for use: supposed tooth cavitation. Event abated after use stopped: yes.